Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res#91127 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their op5 personal diabetes manager (pdm) battery is draining quickly and takes a long time to charge. The battery gets hot when charging.